Event description:
Co control assayed at 139 miu/ml on diluted co control 1/2 with male serum. Recovered negative. (Implies not even sensitive to no miu/ml.) Co states sensitive to 25, but reporter doesn't believe it any more. (*)